Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered an alert due to an out-of-range shock impedance measurement greater than 125 ohms. This system remains in service, and the plan was to continue monitoring the situation at this time. No adverse patient effects were reported.